Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-9-122, lot # unk, description: 22.2mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's dislocation.

Event description:
It was reported that, "patient visited surgeon's office complaining of hip pain. Upon x-ray, revealed dislocated bipolar component. Patient was scheduled for revision surgery."